Event description:
Consumer is alleging a heating pag caused a fire that resulted in a 3rd degree burn to her leg and 2nd degree burns to her daughter.

Manufacturer narrative:
The investigation of this product is ongoing and once we are allowed access to all the information we intend to supplement this report, if necessary.